Manufacturer narrative:
Work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The system then passed testing. Already reported codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821, lot number: p902074. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .606mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, this was likely a hardware issue with the system¿s power supply components. The logs were reviewed and it was observed there were 4 sessions. From all the sessions, optical localizer was used. From the 3 sessions observed battery low warning. Also, observed camera had reported a system fault due to temperature out of range error which results disabling the tracking for all the tools. As per the casepart casepart-(B)(4) mentioned ¿damaged camera or scu¿. Codes: b01, c19, d14 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when setting up for a case, they received a localizer faulted error. The site proceeded with their other navigation system for the case. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, product ID: 9735737 software, serial/lot #: (B)(6), h6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer faulted error. A05 was coded for localizer faulted. The system was serviced in the field by a medtronic representative. A camera bump error and a temperature error were found. Codes b01, c08, and d02 are applicable. Img code g05001 applies to the camera and g02008 applies to the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.